Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a tight stenosis in the right common femoral artery (cfa). The lesion was pre-dilated with an armada balloon catheter. The 7.50x40mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed without issue. Post stenting the patient experienced pain in the leg and angiography inoted the superficial femoral artery (sfa) was thrombosed below the profunda. Balloon angioplasty was performed in the sfa with a 5mm balloon however the results were unapproved. The patient was sent to surgery to remove the supera stent and the thrombus removed. Bypass from the cfa to the profunda bifurcation was performed with a gore propaten graft. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of thrombosis and pain are listed in the supera peripheral stent systems instructions for use as potential adverse effects. A conclusive cause for the reported thrombosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.